Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported while attempting to break the sheath apart to properly remove it, the sheath wouldn't peel apart. The nurse had to grasp the sheath as to not have it go into the vascular system. She was able to successfully remove the entire sheath but it did not peel apart as designed. There was no delay in treatment and no patient death or complications reported.